Event description:
Per the report received from Italy, Edwards received notification that this 64-year-old patient with a 11500A19 valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of at least four (4) years and five (5) months due to degeneration, which led into severe aortic regurgitation. The patient presented with dyspnea before the reintervention. A 20mm transcatheter valve was successfully implanted within the Edwards surgical valve.

Manufacturer narrative:
The implant date is only known as "2021". Therefore, 31 Dec 2021 is being used to calculate the minimum implant duration. The event date is unknown; therefore, the aware date is being used as the event date.This report serves as both the initial and final Medical Device Report (MDR), incorporating the findings from the investigation.H11: Additional Manufacturer Narrative:The device was not returned for evaluation as it remained implanted after the valve-in-valve (ViV) procedure.The Instructions for Use (IFU) have been reviewed. The reported event type is included in the IFU.Structural Valve Deterioration (SVD) is an acquired condition intrinsic to bioprosthetic heart valves and is characterized by deterioration of the leaflets or supporting structures, resulting in thickening, calcification, tearing, or disruption of prosthetic valve materials. These changes may lead to valvular dysfunction manifested as stenosis and/or regurgitation with a consequent decrease in hemodynamic performance.Based on the information available, no further conclusions can be made regarding the cause of the reported event.Edwards will continue to review and monitor reported events. Trends are monitored on a monthly basis, and if action is required, an appropriate investigation will be performed.Since no Edwards defect was identified, corrective or preventative actions are not required.